Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device was recalibrated to address the issues.